Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during resection of lung in a laparoscopic video-assisted thoracoscopic lobectomy procedure, the surgeon was able to press the green button but was not able to squeeze the handle. Stapler did not fire. New device was used to complete the case. There was no patient injury.